Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the device would not turn on while not plugged in. When the device was plugged in, an f-94 (configuration option settings checksum is not 0) alarm was identified. The cause of the f-94 alarm was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. This occurred before patient use. There was no patient involvement. No additional information is available.